Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 57 mg/dl; however, the cause was not related to the malfunction. Reportedly, this bg level is normal for the customer and doesn't consider it to be a low bg level. Customer addressed bg level by drinking a milkshake. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.